Event description:
A baxter field service engineer reported an infusion pump with a piggyback that would not deliver patient infusion. The facility reported that each time the nurse pushed the start button it continued to give a "stop" message. The event resulted in delay of patient care. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 30 2007. This device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.